Event description:
No additional information provided.

Manufacturer narrative:
One photo taken by the customer verifies the customer complaint. A quality notification was sent to the manufacturer. Reported failure mode was addressed through a previous quality notification where a work order was created to review the solvent dispenser. And a retraining on the standard work instructions. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by a customer that the nurse was flicking the IV tubing to get air bubbles out and the tubing popped and then leaked from IV tubing everywhere.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.